Manufacturer narrative:
Due to character restrictions in block e1 event site name: sterling addlife india pvt limited a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during check discovered by customer, the cs100 intra-aortic balloon pump (iabp) display is not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) visited and checked the machine and observed that issue not in the display .during machine switching on found that problem in the power supply machine, power supply need to be replace with new one after replace power supply further diagnosis possible .later customer repaired power supply locally and installed power supply by him self. Then they requested fse to check functioning of the unit, upon inspection parameters are found ok and performed calibrations and test on unit, it working fine.